Manufacturer narrative:
The hill-rom technician found the brake/steer caster need to be adjusted. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed in 2007-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake/steer caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in l&d at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).